Event description:
Lights will not work or are too dim to be effective on pediatric laryngoscopes. Many packages have been opened and wasted due to this happening. This has occurred in both illinois and wisconsin (advocate-aurora healthcare). Luckily no harm to patients thus far. FDA safety report ID # (B)(4).